Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was explanted and replaced due to micro dislodgement. The patient was reported to be stable.

Manufacturer narrative:
The damage found was sustained during the procedure. The lead was otherwise normal.

Event description:
New information received suggests the micro dislodgement was discovered during a routine device check. A chest x-ray was performed and the lead looked like it was in a similar location as the implant. Lack of capture at high output was also noted.